Event description:
It was reported that pump displayed a minimum fill notification when caller attempted to load cartridge, and caller was using a third-party case that prevented cleaning of pneumatic tap. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through filling and loading new cartridge using proper technique, and after continued troubleshooting following a disconnected call, loading a second cartridge resolved the issue and caller successfully resumed insulin delivery and placed pump back in case.